Event description:
It was reported that two (2) days post bunionectomy performed in 2006, the patient presented with a swollen forefoot and pain. Back flow from the catheter site went on for ten (10) minutes after the catheter was removed. The patient noticed a difference in pain level. The doctor suspects the pump of over infusion. Additionally, it is reported by the physician that the patient had compartment syndrome as a result. The patient is reported as doing well.

Manufacturer narrative:
Evaluation summary: to date, the actual device involved in this incident has not been received for evaluation, therefore, our results and conclusion are based on the information that was provided to I-flow by the initial reporter. We tested two retained devices having the same lot number involved in this incident. After performing the flow rate accuracy test, at the nominal fill volume of 65 ml, the average flow rate was 0.49 ml/hr (0.43-0.58 ml/hr nominal range) with an average infusion time of 132.65 hours (113.04-152.94 hours nominal range). Both the average flow rate and the delivery time were within their respective ranges.